Event description:
It was reported that during a case, moisture appeared inside the unit and caused a delay of 30 minutes.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.